Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device information letter dated september 20, 2007.

Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the patients received more IV fluid than intended. The tubing sets were being used to deliver lactated ringer's at unspecified rates. The cair clamps were being used to regulate the flow rates. After unspecified lengths of time in use, it was reported that nurses, "walk away and come back and find half the bag gone." The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.